Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose event and that they were having problems with their transmitter. The customer's blood glucose at the time of the event was 42 mg/dl and was treated with carbs. The customer declined troubleshooting. The insulin pump was returned and is undergoing product analysis.